Event description:
The customer states that a patient sample generated a hemoglobin result of 8.9 g/dl and hematocrit result of 25.7% on the cell-dyn 1800 analyzer. The same patient sample was released on the same cell-dyn 1800 analyzer generating a hemoglobin result of 14.7g/dl and menatocrit result of 41.7%. The initial results were not reopened. The customer reported that retest resuts . No impact to patient management was reported.